Event description:
It was reported that during lead implant the r waves were approximately nine millivolts. When the lead was tied down the r waves decreased to less than three millivolts. Multiple locations were attempted with the same results. A position was found where the tied down r waves were four millivolts and the lead was placed in this location. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.